Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to properly deploy the cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached above 300 mg/dl after wearing the pod for 2 days. Upon inspection he noticed the needle did not properly insert the cannula into the skin.